Manufacturer narrative:
The device was returned to a third party service center for investigation. Device evaluated by third party service center. No foam particles was observing. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Coding section updated and corrected. H3 other text : device evaluated by 3rd party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cancer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.